Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the silicone tubing had separated from the female connector. The reported condition was verified. The direct cause was undetermined; however, the markings observed on the tubing indicate the tubing was attached to the female connector at the time of assembly. The connection between the two components are a friction fit and not a solvent bond. A strong tug on the patient adaptor or tubing could cause the tubing to separate from the female connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and the light blue main body of the transfer set which resulted in a leak. This occurred during use of peritoneal dialysis therapy. It was further described as ¿it looked like it pulled directly apart or out of the blue and white portion of the transfer set¿. To resolve the issue, the transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.